Event description:
It was reported that during daily operational checks, the cardiosave intra-aortic balloon pump (iabp) unit had system overheat. There was no patient involvement.

Manufacturer narrative:
Additional information: event postal code:(B)(6). A getinge field service engineer (fse) evaluated the unit and adjusted the compressor vac pressure which was not being improved. To fix the issue, the fse replaced regulator, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received the defective parts associated with this complaint for further investigation. The fat performed a visual inspection and found the parts to be in good condition. The fat installed scroll compressor in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. After 4 hours of testing, this part overheated and the cardiosave shut down. Fat was able to verify the reported issue on this part. The fat installed temp sensor probe in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested this part for 4 hours with no issue. No fault was able to be verified on this part. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The fat installed regulator drive in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Vacuum pressure was not able to be adjusted properly. Fat was able to verify the reported issue on this part. The parts was retained in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had system overheat.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.